Manufacturer narrative:
(B)(4). Knife. The analysis found that one device was returned with the knife jammed in the anvil; tissue was noted between the jaws. The device was returned in an inoperable condition with the knife jammed and the jaws were closed. The knife blocked the anvil from opening. In this condition, the knife could not be returned using the red switch. No functional testing could be performed due to the returned condition of the device. The device was disassembled to verify the condition of the internal components and clips were found lodged behind the knife preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a pyloroplasty and hernia repair procedure, the device allowed for the first two strokes, but then locked out with a partial fire on the third stroke and stuck on tissue. It was reported that they were not able to get the device off of tissue and the device had to be cut out of the tissue. It is not clear if another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Hernia sack. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Asku. If echelon, during which stroke did the event occur? 3rd. What color cartridge was being used? Grey. What other color cartridges were used before and after this event? Grey. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes - opening jaws. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? Yes. What were the patient's pre-existing conditions? Asku. Does the patient have any relevant history of surgical treatments? If so, what? Asku. How long has the surgeon been using this device for this procedure (in years)? Long time user. Was there a recent conversion to ees devices in this account or with this surgeon? No. Were there any malformed staples noticed? Asku. Was the staple line incomplete or did it exceed the cut line? Asku. Was the patient taking any anticoagulants or dvt prophylaxis? Asku.